Event description:
It was reported the gastrointestinal videoscope exhibited a noisy image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is speculated that a leak in the forceps channel caused temporary image noise. Since water ingress marks were observed inside the scope, it is speculated that water adhering to the imaging unit caused a short circuit, resulting in temporary image noise. Once the unit dried, the image noise may have ceased to reappear. Regarding the cause of the scope water ingress, leaks in the forceps channel and the angle knob are considered possible. This event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): operations 4.3 use of instruments - warning ¿ when inserting or removing the instrument, ensure the instrument tip is closed or retracted into the sheath before inserting or removing it straight and slowly into the forceps plug slit. Damage to the forceps plug or forceps channel may cause fragments to detach. Additionally, there is a risk of injuring the body cavity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.